Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter received questionable elecsys vitamin d assay gen 2 results for one patient sample from the cobas 6000 e 601 module. The initial result was 36 ng/ml and the repeat result was 14.85 ng/ml. The repeat result using the sample in a cup on another cobas e601 analyzer was 15.22 ng/ml. No questionable result was reported outside of the laboratory.